Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device disassembled. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. It was confirmed with the user facility that nothing fell into the surgical site.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device disassembled. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. It was confirmed with the user facility that nothing fell into the surgical site.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked, which can lead to the reported event, and can be caused by a material fatigue issue or impact.